Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant had an impella 5.5 to support a patient. The patient was under general anesthesia, and the device removal was attempted in the operating room. There was resistance during removal, and the device was successfully removed, but it broke off at the connection between the motor and the cannula. Transesophageal ultrasound confirmed that the portion beyond the cannula remained within the graft. The thoracotomy was reopened, and the remaining portion was removed. The patient survived.

Event description:
Transesophageal echocardiogram revealed that the motor had been pulled past the anastomosis and into the graft and there was no thrombus present on the graft.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation, but photo sent. Difficult/unable to remove/product damage (cannula detached from motor housing) the clinical details state that the cannula detached from the motor housing in the graft upon explant. It was noted that it was thought that the device got caught on the clavicle during removal causing a lot of force to be applied. A tool was used on explant. An image of the product was provided and the cannula was confirmed to be detached from the motor housing at the outlet cage. There was a clamp mark seen on the cannula and no kinks noted in the catheter near the motor housing. The pump was rather clean as the clinical details stated the pump was washed. The delo band remained on the motor housing and did not appear to have tears. The surface of the lbb (motor housing) looks very smooth and the amount of delo on that surface cannot be confirmed. The root cause of the difficult/unable to remove cannot fully be established because it cannot be confirmed where the additional resistance was applied and it was only speculated the device was caught on the clavicle. The root cause of the product damage (cannula detached from the motor housing) is due to a material fracture but the cause cannot be further established. Device history review: the device passed all the post sterile inspection checks.